Manufacturer narrative:
It was previously reported: a trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. During repair testing, the device failed testing for internal battery capacity, and the device was returned to the technician for additional evaluation. During evaluation, the test failure was confirmed; the internal battery has been charged within testing limits. On re-test, the device failed again for the internal battery at 66% capacity. This issue requires replacement of the internal li-ion battery. Completion of the repair is pending receipt of a replacement li-ion battery. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the original sn/mn label was noted to be illegible. Therefore, the sn/mn label requires replacement. During preventative maintenance, the front enclosure was found to be damaged and required replacement. The power cord retainer was missing and require replacement. Due to tobacco contamination, replacement of the stirring fan, exhaust fan, tubing, rear case and base enclosure was required. During the run-in phase of the device testing, the device alarmed for "ventilator ser required". Upon investigation, error code e-106 was noted in the error log indicating failure of speaker #1. The speaker kit was replaced due to this failure. This is not considered a critical issue given that only speaker #1 failed. Speaker #2 was functioning. Additional information has been received: the device was returned to the technician for additional evaluation due to a failed test repair. On re-testing, the device failed testing for internal lithium-ion battery and detachable lithium-ion battery the testing could not confirm the failed test. The unit was sent to run-in and again failed testing for internal and detachable battery capacity and the failure was confirmed. The capacitor has been replaced to address the failed test. The unit was sent for run-in and was again returned to the technician for additional evaluation due to failed repair test.

Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. During repair testing, the device failed testing for internal battery capacity, and the device was returned to the technician for additional evaluation. During evaluation, the test failure was confirmed; the internal battery has been charged within testing limits. On re-test, the device failed again for the internal battery at 66% capacity. This issue requires replacement of the internal li-ion battery. Completion of the repair is pending receipt of a replacement li-ion battery. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the original sn/mn label was noted to be illegible. Therefore, the sn/mn label requires replacement. During preventative maintenance, the front enclosure was found to be damaged and required replacement. The power cord retainer was missing and require replacement. Due to tobacco contamination, replacement of the stirring fan, exhaust fan, tubing, rear case and base enclosure was required. During the run-in phase of the device testing, the device alarmed for "ventilator ser required". Upon investigation, error code e-106 was noted in the error log indicating failure of speaker #1. The speaker kit was replaced due to this failure. This is not considered a critical issue given that only speaker #1 failed. Speaker #2 was functioning.

Manufacturer narrative:
Additional information from device evaluation and repair: the device was returned to the technician after failing testing. The device was found to have failed internal and detachable lithium-ion battery testing. The device's power management printed circuit board was replaced to address this issue. A final report is being submitted. If new or additional information is reported a supplemental report will be submitted.